Manufacturer narrative:
Additional product codes: hrs, hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that there are no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery occurred due to a nonunion. On an unknown date, the patient was implanted with a 12-hole left, variable angle distal femur locking plate. On a later unknown date, a nonunion was reported. A revision surgery was performed on (B)(6) 2014 and the plate was explanted. When the plate was removed, it was reported to be broken. The plate was broken near the middle of the shaft at a screw hole. It was unknown if a screw was in the hole at which the break occurred. The device was revised with a bone graft and another plate. There was no surgical delay or patient harm reported. This is report number 1 of 1 for (B)(4).